Event description:
The pt received two percutaneous leads (from the same lot) as part of his scs system. It was reported, the pt saw his pain physician and thought he had an infection. The pain physician allegedly prescribed the pt antibiotics. The pt had an appointment at a later date with his implanting physician. It was reported when the pt's shirt was lifted it was noted, the leads had eroded through the skin. The pt's entire system consequently was removed. It was also reported the pt is diabetic and has had poor wound healing issues.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.